Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown unk - nail head elements /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient developed pseudarthrosis after the surgery. On (B)(6) 2018, the patient underwent an open reduction internal fixation surgery for femoral fracture that was performed with fns (femoral neck system) plate in question. The patient was also implanted with a bolt, antirotation screw and a locking screw. The patient could not walk by oneself before the surgery. There was no re-operation because the patient was inactive and did not report pain. There was no specific allegation with the fns plate and the surgeon thinks that there was no problem with the implant. The surgeon applied fns to reduce the surgical time knowing that the bone might not heal with it. This report is for one (1) unk - nail head. This complaint involves four (4) devices. This report is 2 of 4 for (B)(4). Tests/lab data.